Manufacturer narrative:
The lead and device remain in service with no additional issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited one high, out-of-range shock impedance measurement of 126 ohms. An alert was issued in the patient's remote monitoring system due to this measurement. The clinician contacted a boston scientific technical services consultant, who discussed that the value was only slightly above the upper limit of 125 ohms and recommended continuing to monitor the lead. Further evaluation and troubleshooting of the lead was suggested should the shock impedance measurement reach 140 ohms. No adverse patient effects were reported.